Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service technician indicated that the adhesive around the light guide lens was peeled. There was no patient involvement.

Event description:
Supplemental MDR is being submitted to provide the date of manufacture.

Manufacturer narrative:
Supplemental MDR is being submitted to provide the date of manufacture (h4).